Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the proximal release wires did not retract fully when the handle was rotated. The first and second stages of the deployment went fine. When we went to open the proximal attachment to the graft in step 3 the green window on the handle was visible and we turned the handle until it stopped but the graft hadn't released. We then opened the back of the device and the trigger wires were not attached to the usual green lid so we aggressively turned the green until the wires were visible and pulled them out the end. Top of graft then opened just fine. Patient outcome: no unintended section of this device remained inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.